Manufacturer narrative:
Date of report : 09jul2019, date rec¿d by MFR : 03jul2019. The philips field service engineer (fse) verified reported issue. The philips fse replaced the battery which resolved the reported condition. Unit passed testing and was returned to service. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08feb2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support (ts) stating that the unit had a faulty battery. The customer reported there was no patient involvement. The event date was not specified; estimate used.